Event description:
It was reported that the patient experienced hypoglycemia while walking during trick-or-treating, with a documented blood glucose nadir of 40 mg/dl and approximately 15¿20 minutes outside the target range; no insulin suspension was performed and the patient used candy to treat the event. Symptoms included low blood glucose. Outcomes included no medical intervention, no assistance, and no hospitalization. Troubleshooting and education were completed with the user. Investigation included a review of the event based on user report. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded that the event was consistent with hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.